Event description:
It was confirmed by the healthcare provider (hcp) the patient developed an infection/abscess at the infusion site (leg). No treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.